Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.please note: (B)(4).

Event description:
It was reported that, during a routing follow up, a high right ventricular (rv) lead pacing impedance measurement of 1168 ohms was observed. There was also a high pacing threshold measurement recorded, which was noted to cause the patient discomfort (twitching) during pacing. No programming changes were made, and the patient was referred to the implanting surgeon for a future rv lead revision procedure. Information later received from the field indicates this lead has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a routing follow up, a high right ventricular (rv) lead pacing impedance measurement of 1168 ohms was observed. There was also a high pacing threshold measurement recorded, which was noted to cause the patient discomfort (twitching) during pacing. No programming changes were made, and the patient was referred to the implanting surgeon for a future rv lead revision procedure. Information later received from the field indicates this lead has been explanted and replaced. No additional adverse patient effects were reported.